Manufacturer narrative:
It was reported that an 18 mm amulet occluder was determined to be too large for the patient's anatomy and the device was exchanged to a 16 mm amulet occluder without changing the delivery sheath. Please note that per the instructions for use, ¿if the device is retracted while it is in the sheath, the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction.¿ the patient experienced a cardiac arrest and required cardiopulmonary resuscitation. The patient had a pericardial effusion with acute cardiac tamponade. The patient was transferred to the intensive care unit on a ventilator; the patient stabilized overnight, but the patient's condition worsened the next day, and expired. The device remained implanted and will not returned to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on medical and cine review performed at abbott, imaging showed close proximity between left atrial appendage and pulmonary artery (pa). No laa measurements were provided. Proximal implantation with no sign of oversizing, but images showed very short distance between lobe and pa. Pericardial effusion was probably due to too short distance between landing zone for lobe and the pa; however, this cannot be conclusively determined. The cause of reported patient effects cardiac tamponade, cardiac arrest and patient death could not be conclusively determined. The reported intervention was a result of case-specific circumstances as pericardiocentesis was performed to resolve pericardial effusion. There were no complaints associated with any other devices from the lot. Based on the information received, there is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, an 18mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. The device was determined to be too large for the patient's anatomy. The device was exchanged to a 16mm amplatzer amulet occluder without changing the delivery sheath. The device was implanted without complications. The patient was recovering in the hospital post procedure. Approximately 3 hours after implant, transthoracic esophageal (tte) imaging showed no device embolization or pericardial effusion. The patient ambulated to the bathroom and was placed in a chair for lunch, at which time the patient experienced a cardiac arrest and required cardiopulmonary resuscitation. It was discovered that the patient had a pericardial effusion with acute cardiac tamponade. Pericardial effusion was resolved by pericardiocentesis. The patient was transferred to the intensive care unit on a ventilator. Overnight, the patient stabilized, but the patient's condition worsened the next day, and the patient expired on (B)(6) 2024.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.